Event description:
It was reported that the pump intermittently delivered less insulin than requested for multiple boluses. The customer's blood glucose (bg) level subsequently increased to 294 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.